Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the facility suspects inflammatory syndrome linked with toxin release. Inflammation appeared within five days after implantation. It was noted that the symptoms have resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that following a cataract removal with intraocular lens (iol) implant procedure, a patient developed postoperative endophthalmitis. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient was treated with high doses of steroids.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, indicating that all patients had experienced similar clinical findings: anterior segment inflammation with 3+ tyndall, hypopyon, fibrin reaction with deposits on the anterior capsule and the iol, loss of visual acuity, some pain, and light vitreous inflammation. It was also reported that one patient had an irvine-gass syndrome (cystoid macular edema). It is unclear if the additionally reported symptoms were experienced by this specific patient. It was clarified, however, that there was no loss of visual acuity after treatment.